Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Additional information has been requested but none has been forth coming.